Event description:
The lead was explanted due to high impedance. It subsequently tested out of specification during manufacturer's analysis. A report was later received from the patient's attorney alleging that nine months after implant, the patient's ICD fired several times for no reason, sending multiple high-voltage electrical shocks to his heart. The patient was rushed to the emergency room where the ICD again shocked his heart several times for no reason. The patient's doctors determined that the inappropriate shocks occurred because one of the conduction wires had fractured. The patient underwent a complex, risky, and painful surgery to extract the fractured lead from his heart... Causing permanent damage to his heart. No further patient complications have been reported as a result of this event.

Event description:
The lead was explanted due to high impedance. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured, full lead analyzed.